Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose was 490 mg/dl on (B)(6) 2018. The customer¿s blood glucose was 440 mg/dl at the time of the incident and current blood glucose 191 mg/dl. The customer had symptoms such as nausea and vomiting. The customer was treated with intravenous and slow drips. The customer was wearing the pump less than 48 hours prior to the hospitalization. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump and reservoir will not be returned for analysis.